Manufacturer narrative:
Date of event: used (B)(6) 2021 as the event date was not reported.

Event description:
It was reported additional intervention was required to remove the stent. A percuflex nephroureteral stent was selected for use. During the procedure, there was difficulty removing the plastic stiffener after the stent was placed. The stiffener was stuck somewhere along the proximal track. The physician cut the stent piece by piece to remove from the patient. The procedure was completed with a non-boston scientific product. No patient complications were reported.